Manufacturer narrative:
The customer reported their AED will not power on and displayed service code warning for speaker test current. The maintenance schedule is not reported. No additional information is available to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED will not power on and displayed service code warning for speaker test current. The reported event did not occur during patient use.